Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was [confirmed/not confirmed]. The fse went on site and powered on the system. No messages were visible on the screen. The fse removed all power from the surgeon side console and cleaned the sensors as a precaution and verified a hard power cycle was performed. Power was restored and a system verification was done and no error messages occurred. The fse went to the other system that was used in the swap and performed the same steps as a precaution. All systems checked and were fine with no issues presenting themselves. The system was tested and verified as ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the site contacted intuitive technical support engineer (tse) to report a message to clear the obstruction. The site rebooted the system, but the message was still there. Tse reviewed the logs and only saw a head sensor block message. Tse asked if site cleaned the sensor window and they did. Tse had site perform a hard power cycle, but message still remained. The caller stated they will swap out console and call back if the issue persists. The procedure was converted to another dv side console with no reported injury.